Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy / essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("pain like over worked stomach muscles"), flatulence ("a lot of gas") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal pain, flatulence and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal pain, gas and bloating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: events pain like over worked stomach muscles, a lot of gas and bloating added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy / essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("pain like over worked stomach muscles"), flatulence ("a lot of gas"), abdominal distension ("bloating") and ovarian cyst ("cyst on my ovary"). The patient was treated with surgery (laparoscopic partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal pain, flatulence, abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, flatulence, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal pain, gas and bloating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: social media received- new event cyst on my ovary was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.